Event description:
Healthcare professional reports lower than expected inr results with the protime microcoagulation system. Protime generated 1.9 inr and lab result generated 3.73 inr. Lab result was consistent with the patient's clinical presentation and treatment was based on the lab result. No additional information reported on the patient. Therapeutic range was not provided. No adverse event(s) reported. This event occurred outside of the united states.

Manufacturer narrative:
(B)(4). Cuvette lot number unknown. Method: actual device evaluated. Process evaluation performed. No related ncmrs, complaint trends or CAPA identified. Result: no failure detected. Conclusion: unable to confirm complaint. No failure detected, device operated within specification. Itc has requested all data required for form 3500a.